Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The cause of the reported event could not be conclusively determined. A review of the device history record was performed and the device has never been returned for service. If additional information is received at a later time, this report will be supplemented.

Event description:
Olympus received a medwatch uf # (B)(4) reporting that a "(B)(6) female was scheduled for a colonoscopy on (B)(6) 2015. The colonoscopy was complicated by a sigmoid perforation, caused by a mechanical failure with the scope which led to unsheathing and exposure of underlying metal and wire. The patient received intravenous antibiotics and pre-operative care was both appropriate and excellent. The patient immediately went to surgery and had a repair of the colotomy." Additional information was received that the patient stayed the weekend at the hospital and later discharged with no complication. No additional information was provided.